Manufacturer narrative:
Should additional information become available for the patient, a supplemental record will be filed.

Event description:
Dealer advised, unit not alarming and need to replace on off switch with 9221 hours. Dealer could not provide any further information.